Event description:
It was reported that (4) devices were used during an unknown procedure. It was reported by the affiliate that the ems devices were dropping staples and the staples would not close. Another device was used to complete the case. There was no consequence to the pt.